Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2013-01184. It was reported that during a percutaneous transluminal angioplasty treatment procedure a pulmonary embolism occurred. The patient presented with thrombus of the proximal - mid superficial femoral artery (sfa). A 7x60x120 epic vascular stent was successfully implanted at the mid sfa. Post dilation performed with a mustang balloon catheter, 2 inflations/20 atms each with good results. Procedure continued onto the proximal sfa and a segment at the bifurcation where "a lot" of thrombus was noted. Treatment was administered with angiojet. Angiograph performed and a no flow was noted. Angiojet treatment administered. Angiograph revealed restored flow. The physician was satisified with the results but noted slight thrombus still present a portion of the untreated sfa. Patient code with pressure drop. Chest compression administered and the patient stablized. Physician noted that portion of thrombus had migrated just proximal to the profunda and sfa and a pulmonary embolism occurred. Patient was taken to ccu and treated. No further patient complications were reported. The patient was hospitalized and in stable condition.